Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument that was having the issue was a sureform 45 stapler 14mm. Part number is 480445. There was no harm to the patient. The stapler was stuck and would not open.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the sureform 45 stapler; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that the sureform 45 stapler instrument was stuck and would not open. No known impact or patient consequence was reported.